Event description:
The 4.5mm lcp proximal femur plate broke post-operatively when patient fell. The plate was implanted approximately 3 and a half months ago. Patient was diagnosed as non-union and revised.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.